Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. Additional information has been requested from our local business unit in (B)(6), and will be provided upon receipt.

Event description:
The customer reported that during a regular maintenance the cardiosave intra-aortic balloon pump (iabp) battery failure occurred, however the batteries were fully charged. The customer has stated that one of the batteries failed within 5 minutes from starting. Second battery had an alarm message, ¿low battery¿ within 30 minutes from the start, and then failed 30 minutes after the alarm was generated. No patient was involved. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed running test in getinge office. The fse was unable to duplicate the reported battery issue, but during running test, the fse observed that it took time to raise the compressor pressure. To resolve this issue, the fse replaced the scroll compressor and performed running test without occurring any problem. The iabp was returned to the customer and cleared for clinical use. (B)(4).

Event description:
The customer reported that during a regular maintenance, battery failure occurred on the cardiosave intra-aortic balloon pump (iabp) even though the batteries were fully charged. The customer has stated that one of the batteries failed within 5 minutes from starting, and the second battery generated a ¿low battery¿ alarm message within 30 minutes from the start, and subsequently failed 30 minutes after the alarm was generated. No patient was involved and no adverse event was reported.

Manufacturer narrative:
A company representative has advised that the batteries were also replaced due to its questionable relative state of health as a result of its age and non-usage which may have contributed to the behavior of the battery and the erratic low battery indication.

Event description:
The customer reported that during a regular maintenance, battery failure occurred on the cardiosave intra-aortic balloon pump (iabp) even though the batteries were fully charged. The customer has stated that one of the batteries failed within 5 minutes from starting, and the second battery generated a ¿low battery¿ alarm message within 30 minutes from the start, and subsequently failed 30 minutes after the alarm was generated. No patient was involved and no adverse event was reported.